Event description:
Complainant alleged that while attempting to defibrillate a patient (age and gender unknown) the device failed to discharge. Complainant indicated that the user was able to obtain antoher device to continue defibrillating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.